Event description:
The event occurred during a therapeutic procedure. There were no other devices involved in the event. The procedure was completed with the same device. The device will not be returned to olympus. Device was discarded.

Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a bladder calculus removal procedure, the device exhibited suction issue. The device was unable to suction through the lumen of the probe. The intended procedure however was continued using the same device. The device was still functional, and just not able to suction according to the report. No further details provided regarding the event. There was no patient harm or impact reported due to the event. No user harm or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the trend analysis and investigation conclusion. A device history record review cannot be completed as no lot number was provided. The device was discarded by the customer and therefore not returned to olympus for evaluation, a definitive root cause could not be determined. Failure can likely be attributed to poor user technique. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: continuous irrigation and suction must be applied whenever the ultrasonic energy is activated to prevent overheating of the transducer and probe. If the aspiration becomes interrupted, first ensure that the hand operated valve on the transducer is closed and that the suction tubing is not kinked or clogged, and then use the cleaning stylet to unclog the transducer and probe. The IFU give further instruction regarding suction control and the clearing of an obstruction, "the shockpulse-se system does not have any means to automatically regulate suction pressure because every case has different requirements. Suction control can be adjusted manually from no suction to full suction by rotating the suction ring to allow for adequate visualization while the surgeon locates the stones. It is recommended to start with a vacuum pressure of 150 mmhg while the probe is active to maximize stone removal efficiency and allow adequate cooling of the probe and the transducer. Cleaning stylets are provided to clear the probe should obstructions occur, but first check to make sure that the suction control is rotated fully counter clockwise when viewed from the rear; this may resolve the problem. Should the ultrasonic action lessen during use, remove the probe from the endoscope and remove the suction tubing from the transducer. Pass the cleaning stylet through the transducer to the probe tip to dislodge any obstruction. Less effort is required if the ultrasonic action is briefly activated while using the cleaning stylet". Olympus will continue to monitor complaints for this device.